Manufacturer narrative:
Visual examination verified the female connector on the 30ml squeeze flush device had several cracks near the knit line. This type of non-conformance is normally due to connections being over tightened. The mating part to this particular connection was not received for evaluation. Dried solution was observed between the connectors on some connection areas. This would indicate the kit most likely had solution run through it prior to adequately tightening all connections. The dried solution observed on the returned unit, combined with additional solutions, may have caused an over-stressed condition causing the male/female connection to crack.

Event description:
The luer lock connector proximal to the 30 ml flush device cracked and a baby sustained "extensive" blood loss but recovered without sequeale. Details of the incident are not known. Cannot confirm whether more than one incident occurred.